Manufacturer narrative:
Gas loss alarm unable to duplicate by fse and no other issue found hence this report is not reportable to FDA. As a result, emdr is not necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) had an autofill malfunction. It was displaying gas loss in iab on screen. There was no patient harm or injury reported.